Event description:
Customer reported that pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed customer to disconnect the pump from power and press the center button firmly, which did not resolve the issue. After plugging the pump into a power source, the screen displayed a welcome message, indicating power restoration, but the battery capacity was low. Technical support provided battery maintenance tips, and customer was advised to monitor the system and follow up if the problem continued.